Manufacturer narrative:
Analysis of the lead, model unknown, serial/lot # unknown, found the lead body conductor broken at the anchor site, all conductor wires were broken at 21.4 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional. It was reported that after the patient lost a great amount of weight, the impedances were all high (all couples >20 ,000 ohms). The lead was kinked. The physician decided to replace the lead. The patient received effective therapy with the new lead implanted, and the issue resolved. The patient was alive with no injury at the time of the report.